Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 and extraneal therapies for peritoneal dialysis (pd). Action taken with dianeal and extraneal were not reported. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. It was not reported if the patient was hospitalized or if a peritoneal effluent analysis and culture were performed. Treatment and cause of the peritonitis was not reported. The outcome to this peritonitis case was not reported.

Manufacturer narrative:
(B)(4). The following additional information was provided by a physician and a nurse which medically confirmed this report. On (B)(4) 2008, the patient began extraneal therapy, 1500ml/day intraperitoneally (ip) for iga nephropathy. On (B)(4) 2012, the patient began dianeal pd2 therapy, 1500ml/day intraperitoneally (ip) for iga nephropathy. Treatment with extraneal and dianeal was ongoing. On an unreported date a break in aseptic technique occurred, described as shortcomings of the connecting method of the patient. On (B)(4) 2012, the patient experienced peritonitis. Per the reporter, the peritonitis was caused by the shortcomings of connecting method of the patient. On (B)(4) 2012, the patient began treatment for the peritonitis with ceftazidime hydrate 0.5g 2/day inj (injection). On (B)(4) 2012, the dose of ceftazidime hydrate was changed to 1g 1/day inj. On (B)(4) 2012, the patient began treatment with cefditoren pivoxil 200 mg 1/day po (by mouth). On (B)(4) 2012, the patient was improving. The outcome of the peritonitis was reported to be resolving. The outcome of the shortcomings of connecting method of the patient-not reported. The cause of the shortcoming of the connecting method of the patient was not reported. The reporter confirmed, the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported the cause of the peritonitis was due to short comings with connection method (breach in aseptic technique) by the patient. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.